Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a set screw back-out approximately one week post-operatively. The patient was revised on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The inferior surface of the set screw exhibited radial abrasions indicating that the screw was making uneven contact with the rod during tightening. Correspondence with the representative indicated that reduction instrumentation was not used to reduce the rod. Final tightening a set screw while the rod is not fully reduced in the screw head, can compromise the integrity of the capture mechanism at that level which might have led to the failure. However, a definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a set screw back-out approximately one week postoperatively. The patient was revised on (B)(6) 2018.